Event description:
It was reported by svc report that the stretcher was drifting at both ends, would not pump up at the head end and the side rail latches were not secure. No pt involvement or adverse consequences are reported.